Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 30x2.5mm target lesion was located in the severely tortuous and moderately calcified left main artery. Following predilatation with a balloon, a 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 30x2.5mm target lesion was located in the severely tortuous and moderately calcified left main artery. Following predilatation with a balloon, a 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the complaint device used was a 2.50x28mm promus element plus drug-eluting stent.

Manufacturer narrative:
Corrections: d4 model number d4 lot number d4 catalog number d4 expiration date d4 unique identifier (UDI)# h4 device manufacture date b5 describe event or problem updated device is a combination product. Device evaluation by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 30x2.5mm target lesion was located in the severely tortuous and moderately calcified left main artery. Following predilatation with a balloon, a 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the complaint device used was a 2.50x28mm promus element plus drug-eluting stent.